Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07mar2019. The philips clinical specialist advised customer that the v60 must be used with approved consumables which includes the circuit, the exhalation port, filter and proper testing. Philips field service engineer (fse) arrived on site and confirmed unit is working properly and is ready for clinical use.

Event description:
Customer reports unit failing system leak test. No patient/user harm reported. Event date not specified; estimate used.